Manufacturer narrative:
(B)(4). Insulin pump received with no vibration during testing due to moisture damage at electronic assembly noted. Insulin pump passed displacement test, sleep current measurement and active current measurement. No failed battery alarm noted.

Event description:
Customer reported via phone call that the insulin pump had battery failed alarm and also insulin pump did not stop vibrating. The customer¿s blood glucose level was 239 mg/dl at the time of the incident. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.